Event description:
The user facility reported that a hausted stretcher became unstable with a patient on it. No injuries were reported to the patient or hospital staff.

Manufacturer narrative:
The indications for use state the multi-purpose stretcher is designed for patient transport, treatment and recovery. The top assembly of the stretcher is mounted on two cross tubes and at each corner of the top assembly, a support pin is inserted into the cross tube. The support pins are held securely in place by locking collars which are locked by set screws. The steris distributor's service representative inspected the stretcher and found that one of the four support pins was dislodged from a cross tube, and one of two locking collars was missing. The technician replaced the missing locking collar, reinserted the support pin, and locked both collars placing the stretcher back into service. Steris engineering analyzed photographs provided by the service representative taken prior to, and after the repair of the stretcher. They found that the stretcher's locking collar set screws had loosened, subsequently allowing the support pin to become dislodged from the cross tube allowing one corner of the top assembly to become unsupported. Steris engineering stated that the event could have been prevented by securely tightening the set screws on the locking collars. The recommended preventive maintenance section of the operator manual states on pp. 4-1 "inspect all fasteners to ensure proper fit, position and tightness (including nuts, bolts, etc.)" Every three months. The complaint analysis determined this event to be isolated.